Event description:
The customer stated that he was hospitalized with a blood glucose of 555 mg/dl. The customer stated that he had been experiencing high blood glucose levels for three to four days prior to the event. The customer had been treated with the insulin pump, but continued to experience high blood glucose levels, and finally decided to go to the hospital. Troubleshooting was performed, and the insulin pump programmed correctly except for the time and date. Assisted with the programming. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Sent a tubing clamp to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.